Manufacturer narrative:
(B)(6).

Event description:
The customer reported that a speaker malfunction message appeared and no sound is coming out of the speaker. The device was not in use monitoring a patient at the time of the reported malfunction.